Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was stop working and display was blank. The customer¿s blood glucose was unknown. Customer stated that changed the battery and it was not coming back on. Customer stated that insulin pump had the s or n sticker on the back of the pump come off. The device will no be returned for analysis.